Event description:
It was reported that during an attempted implant, the left ventricular (lv) lead was placed in the distal target vein, however high threshold and diaphragmatic muscle stimulation were noted. The physician moved the lv lead to the front side branch, with the same results. The lv lead was moved to the proximal target vein, however the lead could not be fixed adequately. The physician finally elected to remove the lead and implanted a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).